Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the mid-line incision site. A wound culture was obtained and identified pseudomonas. Antibiotics were administered but were unable to resolve the infection. A partial explant procedure was subsequently performed, during which the anchors and distal two-thirds of the leads were removed. The physician elected to leave the proximal portions of the leads within the cls to function as port plugs.